Manufacturer narrative:
(B)(4). The analysis results showed that one gst60g cartridge reload was returned with 2 drivers missing and 3 drivers out of position making the reload non-functional. In addition, the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, as soon as the reload was opened, if fell apart on the table into many pieces. Another like reload was used to complete the procedure. There were no adverse consequences for the patient.